Event description:
It was reported on (B)(6) 2025 a 26mm amplatzer septal occluder was selected for implant using a 10f amplatzer torqvue delivery system to treat an atrial septal defect (asd). During the procedure the occluder took on a cobra shape. The occluder was released from the delivery cable. The occluder was snared and removed from the patient. The procedure was canceled, and the patient was transferred to surgery to close the asd. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. The patient status was stable.

Manufacturer narrative:
An event of device deformity and improper or incorrect procedure was reported. One photo was received from the field showing a cobra-like deformation on the device outside of the patient. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device deformity could be related to procedural circumstances, however this could not be confirmed. The reported improper or incorrect procedure or method is related to the device being released after non-conforming to it's original configuration. The unexpected medical intervention was a result of case-specific circumstances, as snaring of the device was successfully completed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (B)(6) 2025 a 26mm amplatzer septal occluder was selected for implant using a 10f amplatzer torqvue delivery system to treat an atrial septal defect (asd). During the procedure the occluder took on a cobra shape. The occluder was released from the delivery cable. The occluder was snared and removed from the patient. The procedure was canceled, and the patient was transferred to surgery to close the asd. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. The patient status was stable.